Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's next of kin that the customer was going to receive emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 142 mg/dl when the incident started. The customer received a no delivery alarm and they changed the site and battery and tried to bolus multiple times, but still got the same alarm message. The customer experienced symptoms of diabetic ketoacidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer had to got to the hospital. The insulin pump will not be returned for analysis.